Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced sterile or noninfectious peritonitis manifested by intermittent abdominal pain, fever/ "body temperature fluctuation", and "poor technique". The cause of the event was unknown. The patient was hospitalized and treated with vancomycin (intraperitoneal, 25mg/l, discontinued) and ceftazidime (125mg/l, ongoing for two weeks) for the event. At the time of the report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available. No additional information is available.